Event description:
It was reported the pt was experiencing overstimulation at the ipg site. Diagnostics revealed no anomalies. In turn, the pt stopped using and recharged the system . As a result, the ipg was inoperable. The pt's ipg was explanted and replaced. Effective stimulation and coverage was restored post-op.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.